Manufacturer narrative:
(B)(4). After the procedure, cath lab staff was preparing the devices for return to abbott vascular. The sgc was cleaned and it was noted that the hemostatic valve was loose and rotating. The hemostatic valve then came off the sgc. It was then felt that there was a keyway issue with the sgc, but the issue was not noted when the first cds was inserted without difficulty and had the steering issue. No additional information was provided. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system referenced is filed under a separate medwatch report.

Event description:
This event is filed for an atrial septal defect, requiring additional intervention to closed and the rotating hemostasis valve, which has the potential to cause or contribute to patient injury. It was reported that the patient, with degenerative mitral regurgitation, underwent a mitraclip procedure. The steerable guide catheter (sgc) and clip delivery system were prepared for use and advanced into the patient anatomy. The clip was deployed without difficulty and the mitral regurgitation (mr) was reduced from pre-procedure mr grade of 4; however, the physician felt that the mr could be reduced further. A second cds was prepared and advanced through the same sgc without difficulty. The cds was advanced down to the left atrium, but it was noted that the cds would not steer properly when the "m" knob was applied. The cds was removed without difficulty. A third cds was prepared and an attempt was made to insert in into the sgc; however, the cds was unable to be inserted through the hemostasis valve of the sgc. The cds was set aside and the sgc was removed from the patient anatomy without difficulty. A second sgc was prepared for use and the third cds was inserted into the new sgc without difficulty. The clip was implanted without issue and the mr was reduced. The physician chose to implant an additional clip and a fourth cds was prepared and the clip was successfully implanted without issue. The mr was reduced from grade 4 to grade 1. Post procedure, an atrial septal defect (asd) was noted. An asd closure device was implanted and the patient is doing well.

Manufacturer narrative:
(B)(4). The steerable guide catheter (sgc)was returned with evidence of usage. The valve was dissembled and the bond between the valve and sgc was examined. It was confirmed that the bond was broken between the adhesive and the pebax. Based on the results of the investigation, it was determined the loose rotating hemostatic valve (rhv) may be related to inherent variability during manufacturing. A review of the complaint handling database found no other similar incidents from this lot for detachment. The lot history record was reviewed and identified no manufacturing nonconformities that were related to detachment. These devices will continue to be monitored. Evaluation summary: the complaint device was returned for analysis and the difficult cds insertion was confirmed via returned device analysis due to the broken guide hemostasis valve bond. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. However, the evaluation of the returned device analysis indicated a potential product issue related to the observed broken hemostasis valve bond; therefore, this incident was added to exception (issue) (B)(4) on (B)(6) 2016 for further investigation. The issue was further addressed via exception (subtask) (B)(4), which concluded that the most probable cause was a combination of inherent process variation during manufacturing and variation in physician technique leading to high forces being placed on the bond and a subsequent bond failure. Based on the evaluation per exception (subtask) (B)(4), while the occurrence rate was determined to be higher than the risk management assessment rate, the frequency was consistent with the occurrence rate calculated per exception (action) (B)(4), which determined an overall impact assessed as major and a risk level which remained as low. There has been no change to the risk assessment level or impact to patient. The corrective/preventative actions that will mitigate the sgc hemostasis valve loss of bond due to the root cause of this exception will be documented and tracked as per exception (action) (B)(4). No product action is required as there is no indication of a manufacturing, design, or labeling related issue. Product performance engineering will monitor the incident circumstances per complaint monitoring procedure ((B)(4) based on the revision of the document at the time of data collection).